Manufacturer narrative:
The event occurred in (B)(6). It was reported that the error message ¿head error¿ occurred on the rotaflow console during use and the pump stopped. The device was immediately replaced. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. The rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failure. However, the customer confirmed not to order any repair. Thus the failure could be confirmed. Based on the investigation results the reported failure "head error" could be confirmed. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The rotaflow console with s/n (B)(6) was produced in 2023-04-26. The device history record (DHR) of the (material: 701046405, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2024-09-24. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The rotaflow drive with s/n (B)(6) was produced in 2023-05-10. The device history record (DHR) of the (material: 701022161, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2024-09-24. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during use and the pump stopped. The device was immediately replaced. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. The rotaflow console (rfc) with s/n number: (B)(6) and the rotaflow drive (rfd) with s/n: (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failure on the rfc and on the rfd. The mcp00705057#rfc control board kit (article number: (B)(4) has been replaced on the rotaflow console and a backup rotaflow drive with s/n: (B)(6) was lent to the user. The affected rotaflow drive (rfd) with s/n: (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2025-03-11, the reported "head error" could be reproduced. Thus, the drive has been send to the supplier (B)(4) for repair. On 2025-05-03, the supplier (B)(4) was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. After functional test at the getinge service department on 2025-04-07 the device was sent back to the user. Based on the investigation results the reported failure "head error" could be confirmed. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The rotaflow console with s/n: (B)(6) was produced in 2023-04-26. The device history record (DHR) of the rotaflow console for which a customer complaint was received, was reviewed on 2024-09-24. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The rotaflow drive with s/n: (B)(6) was produced in 2023-05-10. The device history record (DHR) of the rotaflow drive for which a customer complaint was received, was reviewed on 2024-09-24. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during use and the pump stopped. The device was immediately replaced. No harm to any person has been reported. Due to the reported pump stop and exchange a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.